Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately high compared to another meter. In addition, the patient also claimed that the subject meter would not turn off. These complaints were classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts to obtain additional information. The patient was unable to state when the alleged meter issues first occurred but did mention that they had obtained a blood glucose reading of ¿300 or 400mg/dl¿ with the subject meter and ¿200mg/dl¿ on an unknown doctor¿s meter within 30 minutes of one another. The patient also stated that the meter would not power off at this time. The patient does not take any medication in order to help regulate their diabetes and denied making any changes to their normal routine as a result of the alleged product issues. It is not known whether the patient experienced any physical symptoms as a result of these alleged issues, but at an unknown time in relation the product issues occurring, the patient was hospitalized and treated with IV fluids by a healthcare professional (hcp). It is not known how long the patient was hospitalized for, nor what their overall diagnosis was. At the time of troubleshooting the cca was able to establish that there was no misuse of the subject meter, but could not resolve the alleged power issue. The cca also noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged results. The patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient required medical intervention in order to prevent/treat serious injury as a result of the issues with the subject meter.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.